Event description:
It was reported that during intervention, the vlift expander proximal knob of the inner shaft was fractured off of the device intra-operatively. No adverse consequences, or medical intervention were reported. The procedure was completed successfully with a 2 minute surgical delay.

Manufacturer narrative:
The expander has three components: a main shaft, an inside threaded shaft, and an outer cannulated shaft. The inner shaft's body was not returned only the fractured knob was returned. The returned parts were visually examined. There were no visual anomalies on the main shaft and the outer cannulated shaft. Device and complaint history records were reviewed, no relevant manufacturing issues or similar complaints were identified. The surgeon did not appear to use complex maneuvers or excessive forces on the device during the procedure. It is unknown how many times this device has been used. A material analysis was performed on a similar device with the same failure mode and it was concluded that the shaft fractured in a ductile overload mode likely caused by multiple directional forces applied onto the knob. However, the cause of the reported event cannot be determined conclusively form the information provided and without evaluation of the fracture surface.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that during intervention, the vlift expander proximal knob of the inner shaft was fractured off of the device intra-operatively. No adverse consequences, or medical intervention were reported. The procedure was completed successfully with a 2 minute surgical delay.